Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of the device history records show that the lot was released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event. (Reference 0001822565-2016-01879, 0002648920-2016-00869). Not returned.

Event description:
Patient's right hip was revised approximately 11 years post-implantation due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.